Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the device crashed five times during start-up and was then inoperative. Connection of image acquisition system (ias) to mobile view station (mvs) was not functional. Connection was available but not ready. It was reported that the surgery was aborted. There was no patient impact reported.

Manufacturer narrative:
There was a greater then one hour delay to surgery h3) a medtronic representative went to the site to test the equipment. Testing revealed that the interface control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.